Manufacturer narrative:
On (B)(6) 2021, bwi received additional information indicating that the patient is male. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30441683m number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest requiring surgical intervention (pacemaker implantation and implantable cardioverter defibrillator (idc)). During vt ablation, patient¿s pulse stopped and went into cardiac arrest. Reminder of the procedure was aborted. Temporary pacemaker was implanted, and the patient was schedule for an ICD implantation the next week. There¿s no indication that prolonged hospitalization was required. Patient¿s outcome is unknown. Physician did not attribute the causality of the event to the bwi product. No bwi product malfunctions were reported throughout the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life threatening and required surgical to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.